Event description:
Lead management case to extract two non-functional leads. The physician began the extraction by prepping the leads with llds. The physician used a 16f glidelight on the biotronik linox single coil ICD lead and was able to successfully remove it. During the extraction of the 2nd biotronik linox single coil ICD lead, using the 16f glidelight, a tear of the ivc occurred. A chest tube was placed and a sternotomy was performed repairing the injury. The patient died later that day after being transferred to ICU. The physician believes that the cause of the injury was the location of the lead; however the 16f glidelight was used in the area of injury and cannot be eliminated as a contributory cause.